Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had shut down unexpectedly a technical support specialist (tss) found that the med application had crashed unexpectedly because the station bluetooth adapter was enabled. The fse disabled the bluetooth adapter and then disabled power management on all universal serial bus (usb) hubs. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device shut down unexpectedly on the evening of 2026-02-03. However, there were no delays or adverse events or injuries reported based on this event.